Event description:
It was reported that after treating a low blood glucose following breakfast, the user announced a subsequent meal to the ilet with a reduced meal size, after which blood glucose rose to approximately 250 mg/dl and then returned toward target with automated corrections and the meal announcement. Symptoms included hyperglycemia peaking at 250 mg/dl. Outcomes included no hospitalization and resolution with troubleshooting and user education. Investigation included customer service review and user coaching on meal announcement practices. Investigation of this case revealed user-related use error involving an incorrect meal size entry and suboptimal timing of the meal announcement while glucose was still recovering from hypoglycemia, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to meal announcement timing and sizing.